Manufacturer narrative:
The reported event of unable to interrogate device was confirmed the device was received with normal output but no telemetry. Visual inspection of the header attachment area detected an anomaly between the epoxy header and titanium case. The device was cut open to enable further testing and the battery was found to be at a normal level. Feedthrough leak test was performed, indicating a device hermeticity breach. This is consistent with feedthrough damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to internal electronics resulting in the reported events. Hybrid circuitry was tested by connecting to an external power source. Test results indicated normal current drain. A manufacturing process anomaly consistent with header bonding anomaly may have occurred.

Manufacturer narrative:
D6a: implant date is estimated to have occurred in (B)(6) 2016.

Event description:
During an in clinic follow up, the device was unable to be interrogated. The device was explanted and replaced to resolve the event. The patient was stable.